Event description:
It is reported that durom cup was loose, revision surgery was scheduled for (B)(6) 2010.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not received devices, x-rays, or other source documents for review, neither ref and lot numbers were received for the explanted devices. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in july 2008. Should additional info becomes available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).